Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 20x3.5mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified left circumflex artery. After several pre-dilatations were performed using a 2.5x12mm and 2.75x12mm emerge balloon catheters, a 3.50x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that some struts were deformed. The patient was rescheduled for a rotablation procedure. No patient complications were reported and the patient's status was stable.